Manufacturer narrative:
This report is for a cypher stent of unk size. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01205. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The report is from the study. The pt was a male with a history of previous pci, previous CABG, hypertension, hyperlipidemia, smoking, diabetes, and peripheral vascular disease. The indication for the index procedure was stable angina pectoris. The pt had a cypher select plus stent implanted in the bifurcation of the left main, proximal lad and proximal circumflex. The lesion was an in-stent restenosis of a previously implanted cypher stent. During the procedure, thrombus developed in the left main. At the 6-month follow-up (2007), the pt reported having angina pectoris.